Manufacturer narrative:
Corrected, d3 - manufacturing plant address 1, city and zip code. One device was returned for repair with complaint that device gives battery discharge error. Event logs did not show any errors. No previous repairs noted in the last 12 months. Confirmed the complaint by using onboard diagnostic test. Probable cause was a non-original equipment manufacturer (OEM) battery. The interface board needed to be replaced. While the pump was being tested, the clutch and the motor failed with a motor rate error. The motor and all the clutch components along with the left side of the plunger that was cracked. After the repairs was complete and calibrated and verified. The pump passed all validation tests, updated the software to v1.6.5. Pump was reset to standard configuration.

Event description:
It was reported that the pump's interface board needs to be replaced as the pump gives a battery discharge error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.